Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. A full analysis of the logs and of the patient folder has been performed confirmed that the device did not show any anomalies that could have been related to the bleeding. The post-operative MRI shows that the trace left by the biopsy needle is accurate and aligned with the planned trajectory. Bleeding is not rare after a biopsy, it is a common complication encountered. Corrected data: b4 date of this report, g4 date received by manufacturer, h2 if follow-up, what type, h3 device evaluated by manufacturer, h6 event problem and evaluation codes.

Event description:
The site was doing a biopsy case without the presence of a field service engineer (fse). An fse was supporting the case through facetime via cellphone. As the surgeon was pulling out the biopsy needle for the final core to be taken, an inter-op. Bleed occurred. The surgeon explained the type of tumor that this patient had was normally surround by a lot of vascular structures surrounding the tumor. He said the rosa was accurate and there were no issues with rosa. The bleed was caused by the tumor. The patient was cleared and discharged from the hospital within 48 hours of the surgery.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The site was doing a biopsy case without the presence of a field service engineer (fse). An fse was supporting the case through (B)(6) via cellphone. As the surgeon was pulling out the biopsy needle for the final core to be taken, an inter-op bleed occurred. The surgeon explained the type of tumor that this patient had was normally surround by a lot of vascular structures surrounding the tumor. He said the rosa was accurate and there were no issues with rosa. The bleed was caused by the tumor. The patient was cleared and discharged from the hospital within 48 hours of the surgery.